Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the lead implant. An attempt to insert the guide wire into the lead was unsuccessful. The lead was not used and replaced. A new lead was implanted successfully. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.